Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code of 804:26 was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend alert evaluation and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).